Event description:
A nurse reported a case of toxic anterior segment syndrome (tass) following a cataract with intraocular lens implant procedure. The pt presented with irritation and inflammation one day postoperatively in the right eye. Symptoms resolved after treatment with topical steroids. The facility reported that additives were introduced into the balanced salt solution for the procedure. Surgery time was seven minutes and the pt was the 9th case of the day. The facility has used the unit and handpieces again with no add'l issues. This is the fourth of eight reports for this facility.

Manufacturer narrative:
The facility did not request service. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A questionaire received and reviewed by a company. Analyst, who stated the following: multiple cases of tass reported. The facility info states all tass occurrences are tied to the same nurse using a specific type of glove. The facility cannot isolate a specific suspected product. There is no evidence that the design or mfg of the phaco handpiece contributed to the reported event. The phaco handpiece is a reusable device that must be reprocessed per the products directions for use (dfu). The proper cleaning and sterilization of ophthalmic surgical instruments can help prevent the occurrence of tass. These findings continue to validate the need to follow the recommendations detailed in the directions for use (dfu) and the aorn recommended practices, and the ascrs tass task force guidance document. Per the customer, gloves (from another MFR) being worn by a tech were implicated to be the cause of the reported event. The root cause cannot be determined conclusively. (B)(4).